Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient clarified the statement the stimulation was not working well when the ins got below 40-50%. The patient stated it felt like it was not even on because their pain started to increase with no change of settings. The patient noted the device just didn't work well at that level. The patient had to charge more often. The issue was not resolved, patient was considering having the device removed.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that no external/environmental/patient factors were known. The cause was not known. No actions or interventions are planned at this time. It is unsure if the issues have been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient mentioned that they told a couple of manufacturer representatives that the stimulation stopped working well if it got below 40-50% charge on the ins. The agent redirected the patient to their hcp and emailed local manufacturer representatives. No symptoms were reported.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt asking how to turn off the 'positional stimulation'. Pt stated that they are currently on group b and they were adjusted recently by a rep maybe 1-2 weeks ago but doesn't think the programming is done correctly as pt stated they get adjusted and then 'drive away' in agony and the hcp office is an hour away. Pt stated when they lay down in bed, there is insane vibrating. Pt stated they thought that was being turned off. Agent assisted pt with turning stimulation off. Pt then stated that they want the ins taken out because they are so frustrated with how the implant has been 'operating' over the past year. Pt mentioned that they just took out their peripheral nerve stim and they have been suffering ever since. At the end of the call - pt wanted agent to note that they have to charge the implant 'all the time' and when the ins battery gets below 50%, the ins battery site starts to hurt badly. Pt stated they told the rep about this. Pt stated they just want the ins removed. The pt was redirected to hcp to further address therapy issues/possible ins removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.